Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information states that chest x ray revealed atrial lead dislodgment. The lead was explanted and replaced during generator change procedure. The patient was in a stable condition.

Event description:
It was reported that the patient presented with loss of capture. Upon interrogation the atrial lead was found to be dislodged. The device was reprogrammed to vvi mode. The patient was in a stable condition and will continue to be monitored.